Event description:
On (B) (6) 2008, a elevate apical and posterior (intepro lite) was implanted in a clinical study (B) (6). On (B) (6) 2008, patient (B) (6) reported an adverse event which was categorized as infection-vaginal. Severity reported as mild. Medical intervention-medication: cleocin ovules x 3d and diflucan. Possibly related to the procedure. Resolved on (B) (6) 2009.